Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Suction was restored after troubleshooting and the customer's issue was attributable to a pump cleaning/assembly issue. Attempts to contact the customer by medela clinical personnel were unsuccessful. Based on the results of troubleshooting with the customer and investigation (B)(4), it cannot be concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 06/27/2017, the customer alleged that her pump in style breast pump had low suction. She stated that her doctor diagnosed her with mastitis, for which she was prescribed an antibiotic.